Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported they don't feel like the therapy is working sometimes. Pt stated they will go like a month or two without using the device, as they are disabled and it is inconvenient to charge as it is frustrating to sit still. Pt stated they will turn the therapy on and the stimulation is very weak at times and other times it is normal. Agent provided nas number and the pt was redirected to their healthcare provider to further address the issue. When asked event date, pt described as recently, over the past year or so.

Manufacturer narrative:
B3: event date is not known.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.